Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient was calling about a recharger issue. They also mentioned as a side comment on the call that they have never had success with the therapy helping their bladder symptoms. Troubleshooting was unable to be performed as patient services was focusing on the rfc and patient had mentioned bringing this issue up to their doctor at their next doctor's appointment. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. They reported that they still feel like the therapy hasn't been helping them for a while. Pt states they tried doing physical therapy and changing their diet for their colon. However, the pt states they think the issue started due to their colon prolapsing along with other things happening. Pt states they think this began in the fall but they don't know for sure. The patient called back in regards to a continuation of recharging difficulties. The patient said they still haven't had much luck lately trying to connect to their ins and they are also seeing 'device not found'. The patient said they are having trouble turning the ins back on/deactivating MRI mode because they are unable to connect the recharger to ins and charge the implant. Had patient perform hard reset on recharger and the patient was able to successfully connect recharger to recharger application after dismissing expected 3167 error code. The patient was still having trouble connecting recharger to ins, as it kept connecting and then disconnecting. The patient said they can feel their implant easily and they can feel "two little implants back there". The patient confirmed they were sitting and putting pressure on the recharger up against skin. When the patient did connect, they would see excellent connection and my battery at 10%. The patient tried repositioning recharger and kept having the same issue. The patient said they will continue to reposition and attempt to charge implant. The patient also mentioned that their hcp officially closed their practice and they are currently trying to find a new urogynecologist and a new rep because they didn't want to work with the rep they had prior. The patient also confirmed from previous follow up note below that when they establish a connection with their recharger to ins, they feel a prickly feeling, like electricity and that is how they know it's connecting. Re-opened and re-assigned case to send email to field staff.